Event description:
It was reported that the patient presented in-clinic for follow-up. At interrogation, the device was found to be at eri. No therapies have been delivered over the life of the device. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed based on programmed settings and usage information. The device was found to be low expected longevity estimations. The battery was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.